Manufacturer narrative:
(B)(4). Batch # m92x0a. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken during procedure. Changed to another one to complete surgery. The reporter claimed that it might cause 2nd injury to patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Following information has been requested but unavailable. Should the information be obtained at a later date, a supplemental report will be submitted: what does ¿reporter claimed that it might cause 2nd injury to patient¿ mean? Did the patient experience any adverse consequences due to this issue? Was the surgery prolonged? Was there any change to the procedure or post-op patient care as a result of the delay to the procedure?